Manufacturer narrative:
The customer reported complaint of the keypads being replaced due to unspecified issues was evaluated. During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and broken traces (1,2,19 and 20). During external inspection, the keypads were in good condition with no issues observed. The front case keypads were connected to the cad pcu test fixture for functional testing. Test results identified that the ac indicator light did not illuminate on 24 out of 35 keypads after plugging in the power cord. The system on button did not function on 25 out of 35 keypads when connected to the cad pcu test fixture for functional testing. All other keys on these keypads worked as intended. Eight keypads had various keys fail during function testing (0/1/4/7/clear/s4/s6/s14/silence/decimal point/cancel), all other keys on these keypads worked as intended. Two keypads tested were observed with no issues. No faults found. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypads were provided for investigation.

Event description:
It was reported the assy, case, fro is being replaced. (Pcu).